Event description:
Medtronic (covidien) received information from literature review that a patient with a ruptured dissecting aneurysm of the intradural right vertebral artery and incorporating the right posterior inferior cerebellar artery was treated with a pipeline embolization device (ped). Five days after reconstruction of the diseased right vertebral segment, the patient was treated for vasospasm, and retraction of the ped was observed, leaving her dissecting aneurysm unprotected. A second ped was placed with coverage of the aneurysm. Spasm in the right vertebral artery had resolved, and the aneurysm remained covered by the ped construct. The patient continued to convalesce and was discharged on postbleed day 20 and has since returned to her neurological baseline. Citation: mctaggart, r., et al. Delayed retraction of the pipeline embolization device and corking failure: pitfalls of pipeline embolization device placement in the setting of a ruptured aneurysm. Neurosurgery. (B)(4).

Manufacturer narrative:
Off-label use: the pipeline embolization device (ped) is indicated for the endovascular treatment of adults ((B)(6)) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. In this case the pipeline was used to treat a dissecting aneurysm of the intradural segment of the right vertebral artery incorporating the posterior inferior cerebellar artery (pica). The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.